Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The bayonett area of the metal sheath is completely deformed, one bayonett wing is broken off. The provided bayonett wing doesn't fit to the sheath in terms of broken surface and shape. The wing shows a constructional detail (laser weld point), which has been implemented post (B)(6) 2011. We assume, that this is not the sheath, the wing belongs to. The sheath screw connection to the handle mechanics is loose and got interchanged with an other sheath according to the customer, which means a loss of traceability, so any statements about age etc. Are questionable, as the lot information is located on the handle mechanics. Conclusion: most likely not the sheath where the wing does belong to. Bajonett area ist completely damaged. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a metal outer sheath, insulated, 36 cm. According to the information received, the user examined the instruments used on the patient and found one of the insulated sleeve 5mm was missing the inner distal end curved metal plate that holds the inserts in place. Tthis instrument set was used on the patient in 2010 and the patient had further surgery on (B)(6) 2018 when we found the piece of curved metal in the patient. Information about patients health was not provided. Additional patient information is not available.